Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not working. A field service engineer replaced the module controller board and reconfigured it using sql. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer was malfunctioning and not appearing in the cubie administration. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.